Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had two blisters that popped up last night when he was sleeping. The blisters started three days ago. It was also reported the patient had redness, and was concerned he had an infection. Additional information has been requested but was unavailable at time of current report.